Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing, including the rewind, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The drive support disk was inspected and no anomaly was noted. The pump was received with minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's drive support cap was flush. Customer also reported that he received weak battery alerts when new batteries were inserted. Blood glucose level around the time of the call was 260 mg/dl. Customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. During a follow up call, the customer reported having blood glucose levels over 500 mg/dl, which were treated with the insulin pump and manual injection.